Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon aspirated patient's joint today and the patient is apparently having pain. Patient had her knee done in 2019. X-rays received. No additional information received.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. Section d9: concomitant medical products truliant tib imp cr insert std 1.5 10mm (cat# 02-022-47-1510 / serial# (B)(6)). (H3) as reported, surgeon aspirated patient's joint and the patient is apparently having pain. Patient had her knee done in 2019. X-rays received. Additional information received indicates that patient needs a patella resurfacing. The primary was a tka indication where the patella was not replaced. Surgeon plan is to resurface patella and look at poly insert. There is no sign of poly wear at this point. Revision surgery has not been scheduled yet. No additional information, 3 requests made. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis. Section d1: brand name section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI) # section g4: PMA/510(k)number.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6 and h2 have been updated accordingly. Section b5: additional information received indicates that patient needs a patella resurfacing. The primary was a tka indication where the patella was not replaced. Surgeon plan is to resurface patella and look at poly insert. There is no sign of poly wear at this point. Revision surgery has not been scheduled yet. The device will be return.